Event description:
Caller alleged discrepant inr results with the inratio meter. Results as follows: date: (B)(6) 2012; inratio inr: 5.7, 3.8 and 2.9. The time between testing was 30 minutes between the 5.7 and 3.8 result and 1 hr between the 3.8 and 2.9 result. Testing was performed on the same finger. The finger was "milked", after finger stick on the last test. Therapeutic range was not provided for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.